Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon eval, the monitor would not power on. The cause of the inability to power on was isolated to broken pins on the j2005 connector of the auxiliary board. The root cause for the damaged pins was unable to be positively determined. No adverse event resulted from the damaged connector. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power on. The pt was issued a replacement monitor.